Event description:
Customer reported that while performing test 10 of performance verification testing (pvt) that on step 9 the unit did not power on when the battery was connected. The customer reported there was no patient involvement.